Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the base of the instrument's yaw pulley exhibited burn marks and melted material, indicating that an arcing event occurred. The conductor wire insulation did not exhibit damage and the instrument passed electrical continuity testing. The customer reported complaint does not itself does not constitute a MDR reportable event; however; the arcing damage to the instrument's yaw pulley found during failure analysis may likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the permanent cautery spatula (pcs) instrument sparked. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.